Event description:
It was reported that the pt complained of hip pain.

Manufacturer narrative:
An unknown abg ii modular size 4 short 130 neutral neck was also noted in this report. It cannot be determined which, if any of these devices may have cause or contributed to the pt's experience. It was indicated that the hospital did not release explant as well as any films. Additional info has been requested and received, will be provided in a supplemental report.